Event description:
A cartridge change error was reported for the pump, which did not adversely impact the customer's blood glucose level. The customer followed instructions from technical support, which included checking the cartridge's o-ring, cleaning the pneumatic tap area, and ensuring the cartridge was fully attached before completing the load process. Despite these efforts, a cartridge alarm 20 was ultimately declared. The customer also decided to use an old pump for backup therapy and was given advice on its compatibility, with guidance to contact a healthcare professional if necessary.